Manufacturer narrative:
Follow up # 1/supplemental report text-12/10/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter¿s pc board was found to be burned/melted. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it required the use of a large clip being used rather than a medium as it was a complicated case. The clip was deployed to ligate the cystic artery and appeared to have closed fully. However, upon cutting the cystic artery, the artery bled and further investigation revealed that the clip had not fully closed and approximated, leaving a gap. There was no adverse patient incident, the clip was replaced using an alternative clip applier. The customer disposed of the device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.